Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. It was stated that the sensor was reading 65, but blood glucose value was 144 mg/dl at the time of suspend. The customer also reported receiving calibration errors and change sensor alerts. The transmitter was tested and was functioning properly. No further troubleshooting was done. The sensor will not be returned for analysis.